Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a balance middleweight (bmw) universal ii guide wire was advanced to the target site in the circumflex artery (cx). An unspecified stent was deployed in the proximal left anterior descending artery (lad). As the bmw universal ii guide wire was being withdrawn from the cx, unbeknownst to the physician, the tip of the guide wire became caught on a strut of the stent in the lad and the guide wire tip separated. An unsuccessful attempt was made to snare the separated tip; therefore, the tip was left in the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.